Manufacturer narrative:
Failure analysis stated the insulin pump passed the displacement test. Moisture damage noted on motor assy. No moisture damage noted on electronic assy. There was a cracked reservoir tube lip and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed water. Troubleshooting was performed and the pump passed the self-test. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.